Event description:
When the precise stent was flushed, from the y-connection of the tuohy borst valve, saline solution did not come out of the distal end of the catheter. Therefore, the tuohy borst was slightly loosened and pulled out over the sheath, then the device was flushed again. However, the stent started to release from the distal end and it could not be used anymore. Another product was used to complete the procedure.

Manufacturer narrative:
When the precise stent delivery system was flushed from the y-connection of the tuohy borst (tb) valve, saline did not exit from the distal end of the catheter. The tuohy borst was slightly loosened and removed from the package (with the tb valve in the open position) and flushed again. However, the stent started to deploy preventing use of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer may have been related to procedural factors and/or user handling.